Manufacturer narrative:
The particle was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). The individual particle of unknown origin that was returned was identified in laboratory testing as mainly carbon and oxygen, with lesser amounts of minerals, consistent with organic material and mineral deposits. The origin of this particle is unknown. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Report 1 of 2, see related medwatch report number: 0001920664-2019-00186.

Manufacturer narrative:
Evaluation completed. The product sample was returned in a plastic bag labeled case 2. It contained a piece of paper with a circle drawn on it with what looks like a black marker. One particle was found inside the circle. The particle was long, curved and appeared to be jointed. The particle also had what looked like little barbs sticking out on the sides. The sterilization and lot history records were reviewed and found to be acceptable. Further investigation under way. Report 1 of 2, see related medwatch report numbers: 0001920664-2019-00186.

Event description:
The user facility reported fibers coming out of the phaco handpiece during surgery. The fiber was noticed after the initial groove had been made at the beginning of phacoemulsification. The phaco hand piece was removed and a macpherson forceps was used to remove the fiber. No other fibers were seen during the case. The rest of the surgery went well, as did the irrigation & aspiration. The eye was irrigated well at the end of the case to insure that there were no fibers in the eye. The patient was seen at 1-week post-op with 20/20 va and no intra-ocular inflammation. The patient had no "fibers" in the eye at the 1-week post-op visit.